Event description:
Caller states that during a proficiency test, the coaguchek s system produced the following results: 2.5 inr with a mean of 1.61 inr. 2.3 inr with a mean of 1.59 inr. 4.9 inr with a mean of 2.98 inr. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.